Event description:
It was reported that some metal powder came off the unit during use. The unit was operating at 12000 rpm at the time and the speed was lowered to 8000 rpm. It was further reported that there was no grease on the inner cutter.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.